Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is that with time there was further progression of osteoarthritic conditions resulting in compromise of the original device fixation or if the patient had experienced unreported trauma/injury to the shoulder. If additional relevant information is received, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient had a total shoulder arthroscopy (tsa) in 2008. Patient had glenoid wear as a result of humeral head impingement. Current surgeon performed a humeral head exchange on (B)(6) 2015. During the procedure surgeon removed the humeral head, ar-9140-17p and replaced it with a new humeral head. The original humeral stem of the tsa was left intact and was not replaced. During the procedure the tip of the univers ii torque driver, ar-9224, broke when unlocking the version screw. The explanted humeral head was discarded by the facility. The tip of the driver was retrieved and was discarded by the facility. Driver itself is being returned for evaluation.